Event description:
A trilogy 100 ventilator was returned to a third-party service center for remediation servicing related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no reported patient involvement. During the evaluation of the device at a third-party service center, the device failed testing relating to the active exhalation verification. The service technician states that the active exhalation control module (aecm) valve will need to be replaced to resolve the issue. The device is awaiting the final repair. No further investigation is required. Additionally, no alarms sounded at bench run and no actionable errors were located in the device lots. The device was remediated.